Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration purposes only. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.